Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection. On the first firing, the surgeon clamped the tissue and pushed the green button but the device did not fire. The surgeon opened and closed the jaws, clamped the tissue, pressed the green button, but the device still did not fire. To complete the firing, a new reload was used with no problem. No patient injury or extension in surgical time greater than 30 minutes. Patient status is no problem.